Event description:
It was reported by the rep that (1) hp052 had a constant solid tone with test tip and solid tone continues. Opened another device to complete the case. There was no consequence to the pt.